Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pocket revision procedure involving a lead fracture was discovered on the lead connected to the 0-7 port in the implantable pulse generator. Impedances were detected to be out of range during the procedure, prompting examination under fluoroscopy, which confirmed the lead fracture. The fractured lead was kept in place as the patient was not consented to undergo a lead revision. Programming was performed using the 8-15 lead, which was within normal range, and the patient achieved stimulation in the correct painful locations during recovery and after programming. No troubleshooting was performed. The issue is ongoing and no replacement product was required. No patient complications have been reported as a result of this event.